Event description:
Was made aware of the philips recall and realized this was likely related to the frequent sinus infections and repeated black filters in my CPAP machine. FDA safety report ID# (B)(4).